Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the screen froze at first but later noted that the time was still advancing. The customer was trying to change her reservoir set but could got garner any response from the buttons. She could not clear the low reservoir alert as a result. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The insulin passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm noted. The insulin pump cracked case at display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.